Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was to be implanted to the bile duct to treat a malignancy caused by cancer during endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. The patient's anatomy was not tortuous. During the procedure, the stent has been deployed however it did not expand completely and remained collapsed. Another device was used to complete the procedure. There was no patient complications reported as a result of this event.